Manufacturer narrative:
Manufacturer's investigation results: review of the submitted system controller log file confirmed the report of frequent pi events; however, a specific cause for the captured pi events as well as their frequent occurrence could not be conclusively determined through this evaluation. Moreover, a specific cause for the reported gi bleeding and a direct correlation with the device could not be determined through this evaluation. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system.

Manufacturer narrative:
Approximate age of device - 2 years 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had frequent pi events. A review of the log file by the manufacturers technical services representative showed persistent pi events throughout the log file. There were no other unusual events seen within the log file. No alarms were seen. Additional information received on 3 jan "2018" stated that the patient had a gastrointestinal (gi) bleed which was confirmed by clinicians. The patient was admitted to the hospital. The patient had abnormally dark stools with fatigue and dyspnea. The patient received 2 units of packed red blood cells (prbcs) and an additional 2 units of prbc for ongoing dark stools. Warfarin was held and patient was placed on IV proton pump inhibitor(ppi) twice a day(bid). The patient was returned to warfarin and monitored for melena that did not return once the inr reached his goal. Patient¿s new inr goal was made 2-2.5 to try to help avoid additional gi bleeding and pump speed was reduced from 10,000 to 9,600 rpm. No further information was reported.